Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the device had automatically transitioned to alternate o2 with continued oxygen flow. When unit switches to alt o2, it notifies the user via the screen. This is not a reportable malfunction.